Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an unknown surgery. During the procedure, the surgeon inserted the cannulated screws without drilling over the k-wires. X-ray was performed, and it was found there was a metallic, wiggly, drilling piece inside the tip of the screw. The surgeon checked the k- wires that were stripped but there was no issue. They could not determine what the metallic piece was. The surgeon did not attempt to extract the metallic object due to risk of further damage to the fracture. The surgeon decided to leave it inside the patient¿s bone and complete the surgery. There was a 2-minute surgical delay. Procedure was successfully completed. The patient was reported as stable. This report is for one (1) 4.0mm cannulated screw long thread/50mm this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative patient age provided for reporting. Patient dob provided for reporting. Device was used for treatment, not diagnosis.